Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer had failed. A field service engineer (fse) identified that both the drawer main printed circuit board assembly (pcba) and the drawer controller board were faulty. The fse replaced the drawer controller board using a non-inventory part and also replaced the main pcba along with the retractor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer 3.2 pockets a4, d1 and c1 were failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.